Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The reason for call was patient said they wanted to find a setting so they don't have to go to the bathroom so often. Patient said they were going to the bathroom every 3 hours then they had a MRI and now are going every hour to every hour and a half in the evening. Patient wanted to try changing programs. Reviewed how to change programs. Patient tried 2 different programs during the call and was not able to feel stim on either program. Reviewed patient can try other programs but recommended following up w/ hcp to have the device checked. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient has tried all the programs and nothing has worked for him. He has not got relief of symptoms since the day of implant. He said, he is frustrated. He has gone to the doctor and he has called him two or three times. Patient said, he goes to the bathroom every two hours. The doctor told him that is good. Patient got mad at the doctor and didn't call him no more. Patient said, he can't go without sleep he is tried. He only has one or two programs and they work for a day or two and then don't work. He said, last week after he pooped there was a lot of blood in the bowl. Patient wanted to know if that was related to the device. Patient services told him that is a medical question. Patient said, it might be his hemorrhoids. The handset doesn't hold a charge. Patient has to charge it every day. He said, it only lasts 7-8 hours. I offered to bring on mobility and he said he though he did that last time. Patient services asked if he powers off the handset and he said he didn't. Patient is going to try shutting off handset when not using.